Event description:
It was reported that after completion of a da vinci si prostatectomy procedure the surgical staff noticed burn marks around the incision ports upon removal of the cannulae accessories. The robotics coordinator indicated that the multiple procedures were performed during the operation and that the total procedure took 21 hours to complete. The patient's grounding pad was stated to have been properly grounded and no system errors occurred during the surgical procedure. The surgical staff was using a valley lab electrosurgical unit (esu) with 35/35 settings. The robotics coordinator indicated that no damage was found with the cannulae accessories. On (B)(4) 2013, an intuitive surgical inc. (Isi) field service engineer (fse) contacted the robotics coordinator and was informed that another instance of burn marks found near a cannula was observed during a second da vinci surgical procedure using the same system. The robotics coordinator informed the fse that the instruments and cannulas used during the event on (B)(6) 2013, would not be available for evaluation. On (B)(4) 2013, the fse performed a field evaluation at the site. The fse noted that there was no electrical continuity leakage between the patient side manipulators (psm) and cannulas. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The fse also noted that the same esu was used for the surgical procedures performed on (B)(6) 2013. The fse performed an electrical safety test on the patient side cart (psc) which passed. The fse indicated that the only energized instrument used in both surgical procedures was a permanent cautery hook instrument. According to the fse, no physical damage of this instrument was observed. The fse also inspected a maryland bipolar forceps instrument and a monopolar curved scissors (mcs) instrument used during the subsequent surgical procedure performed on (B)(6) 2013. No physical damage was found in either of these instruments. In addition, the fse did not find any electrical continuity leakage between the instruments and cannulas. In addition, the cannulae used during the procedure were inspected and found to have no damage. The fse observed a surgical procedure performed on the da vinci si surgical system during his site visit on (B)(6) 2013. Prior to the start of the procedure, the fse advised the site to change the esu. The site changed out the esu and informed the fse that they would have the biomed department perform functional tests on the esu. The patient reportedly did not experience any burn marks from the cannulae during the procedure. On (B)(4) 2013, the fse contacted the robotics coordinator and was informed that there were no reoccurrences of the reported issue. The fse performed a system verification at the site on (B)(4) 2013 and the system was verified as ready to be used.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the burn marks experienced by the patient. The maryland bipolar forceps instrument involved with this complaint has been returned to intuitive surgical inc. (Isi) for evaluation. However, at this time, the evaluation of the instrument has not been completed. A follow-up MDR will be submitted post failure analysis evaluation of the instrument. On (B)(4) 2013, isi contacted the robotics coordinator to obtain additional information regarding the reported event. The robotics coordinator was present during the surgical procedure. The robotics coordinator indicated that no malfunction of the da vinci si system, an instrument, or an accessory occurred during the procedure which took a little more than an hour to complete. He did not observe any arcing during the case. He also did not see or smell burning tissue around the cannula during the surgical procedure. According to the robotics coordinator, the burn marks appeared to be a black ring around the incision port where the cannula was touching the patient's skin. The robotics coordinator stated that the surgeon made the comment that the tissue looked burned. However, no tissue samples were obtained or examined from the patient where the burn marks were observed. After the cannula was removed at the end of the procedure, the surgeon closed up the patient's incision ports and no post-operative complications were reported. The robotics coordinator also stated that the site's biomed department evaluated the esu used during the surgical procedure and no problems were found. He also stated that there have been no reoccurrences of the reported issue. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the reported da vinci si surgical procedure. This complaint is being reported due to the following conclusion: the surgeon indicated that the patient had burn marks around an incision port. However, at this time, it is unknown if a malfunction of the da vinci si system, an instrument, or an accessory caused or contributed to the patient's reported injury.